Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to back pain and experienced high blood glucose levels while hospitalized. The customer also reported that the insulin pump was locked and could not be changed during an attempt to increase her temporary basal. The blood glucose reading was 129 mg/dl. She stated that when her back hurts, her blood glucose levels tended to rise. Her insulin pump was taken upon hospitalization and the medical workers forgot to give her insulin for a day. After assisting the customer with programming the temporary basal, advised the customer to monitor her blood glucose levels and to call back if necessary. Nothing further reported.